Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/27/2016, the reporter contacted animas, alleging that the basal delivery did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: the black box showed a manual time/date change from 04/27/2016 at 14:05 to 04/26/2016 at 14:05 and then from 04/26/2016 at 14:20 to 04/27/2016 at 14:20. The pump was programmed with a 1.0u/hr basal rate and exercised for a 24 hour time period. The pump showed the correct total dosage of insulin at the end of testing. There were no alarms or warnings observed during the investigation. The battery compartment was found to be cracked.